Event description:
It was reported that this right atrial lead was surgically abandoned and replaced due to high pacing impedance out-of-range of over 2000 ohms, noisy signals, oversensing and pacing inhibition without asystole. No additional adverse patient effects were reported.